Event description:
Revision surgery - post broke off tibial insert. Not sure how. Replaced with same size.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00536; 360-15-508, s801 - device cracked/broke, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.